Event description:
Endoscopic stapler load failed to fire. Acquired a new staple load, installed new load in same hand piece (stapler) and functioned properly, case completed.manufacturer response (as per reporter) for stapler, reload, surgical, endo gia roticulatormanufacturer provided rga# for product return evaluation.

Event description:
Endoscopic stapler load failed to fire. Acquired a new staple load, installed new load in same hand piece (stapler) and functioned properly, case completed.manufacturer response (as per reporter) for stapler, reload, surgical, endo gia roticulatormanufacturer provided rga# for product return evaluation.